Manufacturer narrative:
Concomitant medical products: product ID: 8637-20, (B)(4), product type: pump. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was receiving unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain. It was reported that patient had an issue with the pump. The pump was coming out and popped a stitch and broke the seal. The healthcare professional (hcp) had to take the pump out. Then the hcp wanted to wait 6 months before they implanted the pump on the opposite side of the body. The 6 months without the pump was hard. No out of box failure was reported. No medical or therapy problem associated with small parts was reported. They believed the patient had hydromorphone in the pump. No further complications were reported.